Event description:
It was reported that during a coronary artery drug stenting treatment procedure, stent damage occurred. A 2.5x20mm taxus liberte drug eluting stent had been advanced to treat an unspecified lesion in a saphenous vein graft, but the device would not adequately cross the lesion. Upon removal, it was noticed that one of the stent struts appeared to be "standing out". No serious patient injury was reported.

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. A review of the manufacturing record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The most probable root cause of the reported complaint could not be determined. Product unavailable for analysis.